Event description:
It was reported that during preparation for use of the marathon 165 arteriovenous malformation catheter with liquid embolic (squid), a hole or break along the catheter were identified. There was a catheter leak observed during preparation. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. No patient was associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the marathon catheter was returned with a 1ml squid syringe attached to the catheter hub. Liquid embolic residue was found with the marathon catheter hub. No damage was found with the catheter hub. No bends or kinks were found with the marathon catheter body. However, the catheter body was found ruptured ~24.7cm from the catheter distal tip. The characteristic of the catheter rupture is consistent with over-pressurization. The marathon catheter distal tip was found to be in good condition. No liquid embolic was found within the distal tip lumen. Based on the device analysis and reported information, the customer¿s ¿catheter break¿ and ¿catheter leak¿ reports were confirmed as the marathon catheter body was found ruptured. Catheter rupture can occur during injection of the liquid embolic when the distal portion of the catheter is kinked, prolapsed, or occluded, or injection against resistance, causing over-pressurization. However, the cause of the catheter rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.